Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2018 and upon device removal of the device, this physician noticed "noticed that the mesh was torn" on the electrode array. The physician then performed a hysteroscopy and visualized a "small piece of mesh stuck to the patient's uterus". There was no injury to the patient. It is unknown if the mesh was removed.

Manufacturer narrative:
This supplement is to correct MFR# 1222780-2018-00053.